Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03217. It was reported that the patient's system was autoreducing therapy following a patient fall and low impedances. Reprogramming failed to resolve the issue, and so the patient underwent surgical intervention to explant and replace one lead, which resolved the issue. It is not known which of the two leads was replaced and so both are being reported. Therapy was restored post-operatively.